Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and over sensing were confirmed. Final analysis found the complete lead was returned in one piece measuring 57.9cm. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to can was noted at 9.6cm - 10.1cm from the connector pin and suture sleeve tie impressions were noted at 13.1cm and 13.6cm form the connector pin. The cause of the reported event was due to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.